Manufacturer narrative:
The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a partially broken off reservoir tube lip noted. However, test reservoir locked properly in the reservoir tube.

Event description:
The customer reported via phone call that the reservoir is hanging on by a slither of plastic on the insulin pump. Customer's blood glucose was 138 mg/dl at the time of the incident. Customer stated that the damage occurred when he attempted to take the reservoir out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.